Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152378.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance. This lead remains in service. No adverse patient effects were reported.